Event description:
It was reported the sphincterotome v experienced the knife wire broke. The issue occurred during a therapeutic exercise stress test (est). The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
Establishment complete name: (B)(6). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional information added to fields d9, h6. The investigation confirmed the reported device problem. A review of the device history record found no deviations that could have caused or contributed to the reported device problem. Based on the results of the investigation, a definitive root cause for the reported product problem was not established. However, it was probable that the issue occurred according to the following mechanism: 1.the device was not protruded enough from the endoscope until the rear end of the cutting wire was in the field of view. 2.due to the situation of ¿1¿ description, the cutting wire and the endoscope were being close to each other. 3.the output was activated in state of ¿2¿ description. This might have led to an electrical discharge between the cutting wire and the distal end of the endoscope. 4.an electrical discharge possibly occurred, and the cutting wire became hot instantly. That might have caused the cutting wire to break. 5. Since the cutting wire was broken, it was felt that the cutting wire was no longer energized. The occurrence of the reported incident can be prevented by adhering to the instructions for use (IFU), which state the following: since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the wire is very short, the output is too high or activated while the wire touches metal parts of the endoscope, or the wire is tightened too strong. When the wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the wire will be pushed out toward the papilla or move sideways. If the wire breaks off, stop the output immediately and pull the slider completely to retract the broken wire into the tube. Then withdraw the instrument from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct and/or damage of the endoscope could result. - be sure that the rear end of the cutting wire is extended from the distal end of the endoscope. In case the cutting wire contacts the forceps elevator, insufficient output or unintended tissue injury may occur. - do not activate output while the cutting wire touches the metal parts of the endoscope, or they are being close together. This could burn the tissue and/or damage the endoscope or the instrument. Olympus will continue to monitor field performance for this device.